Event description:
The patient called lifescan and alleged that their meter was missing segments. The patient stated that the last time they tested was approximately 2 days before calling lfs. They stated that they tested their blood glucose but they could not understand the result that they had obtained. The patient reported symptoms of dizziness and weakness. They stated that their medical professional treated them. The treatment was insulin, however, the patient's blood glucose level was not known. The issue was not resolved with troubleshooting. A replacement meter has been sent. Medical affairs attempted unsuccessfully to reach the reporter for more clinical information. A letter is being sent as a second attempt.